Event description:
It was reported "vcare got balloon tore off when removing uterus through vagina. Balloon was lost in patient, but found. This is the second time this happened. According to surgeon, no extensive force was applied. I have one of the broken device to be sent, and one in the package from the same lot."

Manufacturer narrative:
This is FDA reportable due to sentinel event reported on medwatch 1320894-2008-00081. The device is being returned to conmed; however, has not been received to date. A supplemental report will be filed after the quality engineering investigation has been completed. Second incident with this facility reported on medwatch 1320894-2010-00075.